Event description:
Customer reported they felt the unit had a restriction in flow. There was no reported pt injury. Investigation/conclusion: the unit was returned to the mfg site. The unit was tested and the reported complaint was confirmed. It was found that the vaporizer restricted flow approx. 1 lpm on the test anesthesia machine. The investigation revealed the actuators were not at the correct height due to both actuator locknuts missing from the actuators. It appears the nuts were not properly torqued during the last service. The service and test instructions were reviewed and found to be adequate.